Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker was explanted with less than a year of use due to an unknown reason. The patient underwent a surgical intervention to remove the pacemaker and implant a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker was explanted with less than a year of use due to an unknown reason. The patient underwent a surgical intervention to remove the pacemaker and implant a new device. No additional adverse patient effects were reported.